Event description:
Customer reported she attempted to program a bolus and the numbers kept scrolling on its own and the numbers wouldn't stop. Customer had to take the battery out. Customer's blood glucose was 306 mg/dl when issue occurred and currently it was 178 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All buttons functioned properly no damage on the keypad assembly. No scrolling numbers anomaly noted. Inspected connector on lcd and no unlock keypad connector. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.